Manufacturer narrative:
Additional information: device lot number and UDI number updated. Device manufacturing date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. Device lot number and UDI number are unavailable. No parts have been returned to medtronic for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used in a cervical spine procedure. It was reported that when the clamp was fully opened up it would not engage the screw and clamp onto the spinous process. The health care professional had to remove the clamp and squeeze the clamp till the thread of the screw mechanism engaged before they could put it back down on the patient. The clamp would not fit well over the spinous process and therefore had difficulty. There was no delay to the procedure. There were no patient symptoms or complications as a result of this event, and there was no impact on patient outcome. According to the healthcare professional's opinion, the reported event was related to use of the product.